Event description:
As reported by our edwards lifesciences affiliate in the united kingdom regarding a 26mm sapien 3 ultra resilia valve in aortic position (type one bicuspid - calcified raphe) by transfemoral approach, pre-dilation was performed due to calcium burden. During procedure, although the commander delivery system burst circumferentially at full inflation, the implant was fully deployed without implication to patient. The commander delivery system was withdrawn to the distal tip of the 14f esheath carefully and pulled in as much as possible. The system was removed as one and a 16f esheath was inserted to the arteriotomy to gain hemostasis. Once hemostasis was achieved, the arteriotomy was closed as per normal closure practice. Patient recovered and discharged 24hrs post implant. The perceived root cause of the balloon burst was calcium. No extra volume was added to the balloon before the inflation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed based on the unavailability of device returned, nor imagery of the balloon was provided. Available information suggests that patient factors (calcification) likely contributed to the event as patient information indicates that ''severe degree of annulus/leaflets calcium''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.